Event description:
It was reported that the patient underwent posterior lumbar interbody fusion (plif) with instrumentation and a competitor interbody device from t9 to l5. The patient underwent revision surgery due to backed out screws (refer to manufacturer report 1030489-2010-00181). Reportedly, the patient has poor bone quality. During surgery, the surgeon discovered two loose multi-axial screws at l4. The screws were removed and replaced with larger screws. No other hardware was removed.

Manufacturer narrative:
(B)(4): the screws were discarded at the hospital. Imaging films were not provided.